Manufacturer narrative:
During troubleshoot, the reported problem only happens in one of the rooms and all other urbe have the same image problem with this one room. No isolation transformer was being utilized during testing. Recommended customer to check outlet power rating and ensure nothing else is drawing power from the same breaker and also to use a isolation transformer. The customer agreed with the recommendations and will check the outlet power rating and the wiring configuration for the concerned room. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus technical support engineer was informed by the biomed at the user facility that, when using the evis exera iii video system center, black images appear on the monitors whenever the urbe electrical surgical unit is triggered and activated. It was reported that once the trigger of the urbe is off, all images return without any more black image problems. The problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.